Event description:
It was reported that right hip revision surgery was performed due to elevated metal ions levels, both chromium and cobalt, popping and clicking of the hip and pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to failed total hip arthroplasty with elevated metal ions levels (chromium and cobalt), pain, popping and clicking of the right hip. During surgery the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had elevated blood metal ions levels and pain in the hip. During the revision, metallosis and metal debris was observed. Based on the provided information no root cause for the reported findings could be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.